Event description:
On (B)(6) 2008, the patient was implanted with an scs system. Patient claims that the stimulation "surges" randomly. Sometimes it is a little higher than normal and other times it gets much more intense. The patient has been reprogrammed many times and it still happens. Impedance values are normal. Device was explanted and replaced with a new ipg.

Manufacturer narrative:
Evaluation: results- the ipg was tested for communication with patient programmer and passed. Visual inspection revealed septums damaged. No other visible anomalies noted. Performance auto test was completed and passed. Performed saline overstimulation test and the ipg passed. No extraneous stimulation was detected. Conclusion: the claim about: "overstimulation," was not confirmed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.